Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-aug-2025, the user reported issues with their dexcom g7 readings being inaccurate. They experienced low symptoms, with the ilet showing blood glucose (bg) of 85 mg/dl, but a fingerstick confirmed 65 mg/dl. After treating with rapid-acting carbs, fingerstick bg rose to 105 mg/dl while the ilet read 91 mg/dl. The agent advised that if discrepancies persist, replacing the dexcom g7 may be necessary to ensure accurate dosing. The user agreed to monitor and will call back if further assistance is needed. The patient experienced heart racing and shakiness. No medical intervention required at the time of call.